Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. It was reported that the patient reused single use supplies. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that after receiving an unrelated alarm on the homechoice (hc) device, the home patient (hp) ended up reusing single-use supplies. The hp stated that they had the alarm in dwell 6 of 8, while they were connected. The hp cycled power to clear the alarm and the device went back to ¿press go to start¿. The hp started the therapy again with the same supplies, and they were in fill 1 of 8 at the time of this report. The technical service representative (tsr) explained the proper procedures and advised the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.